Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A lab analysis was conducted and confirms that the intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The cracking propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time; may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed part revealed no prior complaints for the listed batch. A clinical evaluation was conducted that an unrelated fall caused the reported neck fracture and broken nail, confirmed by the x-ray. Based on the information provided the broken nail was due to a twisting injury sustained by the patient and not a mal-performance of the implant. The future impact to the patient cannot be determined. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, as traumatic injury and overuse. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
Patient was admitted in hospital with pain. On x-ray surgeon found that implant used for intertrochanteric fracture has broken. A revision surgery was performed due to this incident.